Event description:
It was reported that the customer experienced high blood glucose all day. The high pressure test was performed, and the device did not alarm during the high pressure as it should. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The no delivery alarm functioned properly. The insulin pump had a cracked reservoir tube lip.